Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that a piece from the jaws on the instrument is sticking out. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of the grips. There is a 0.058 offset at the tips. The grips do not meet together once the grips are closed. Engineering concluded that damage to the grips was likely due to overloading at the tip or excessive force applied to the jaw. The instrument passed electrical continuity testing. Engineering evaluation also found that the bottom bipolar pin is bent. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.